Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-aug-2018 with the following findings: during investigation, the pump alarmed with ¿cs078¿ motor alarm upon the first rewind attempt. The reported ¿motor alarm¿ complaint was duplicated. The pump cover was removed and further moisture corrosion was found to the motor circuit, to the infrared port, and to the keypad circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.